Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient was found unresponsive and coded during transport to the hospital. Upon interrogation, the underlying rhythm was sinus rhythm. No abnormal implantable pulse generator (ipg) function was found. It was noted that the patient had complained of pacemaker problems in the preceding days. The patient was alive but on a ventilator at the time of the interrogation. No further information is available. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.